Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.